Event description:
I am an ophthalmologist who has worn contact lenses for 18 years without having any problems with lenses, solutions or contact lens fit. I recently suffered a chemical burn to my right eye after using the clear care contact lens solution kit by ciba. I followed the instructions exactly and placed the lens in my right eye the following morning. I experienced severe burning and irritation and removed the lens immediately, and flushed the eye with water. The chemical burn was mild and resulted only in a persistant red eye for 48 hours without vision loss. If I were not a eyecare provider, I could see how this could result in a severe vision threatening injury if not addressed immediately. Whether this is a result of product defect or manufacturing error I do not know. Dose or amount: once. Diagnosis or reason for use: contact lens care.